Manufacturer narrative:
The customer did not keep the unit they used for this complaint, however, they are returning the remaining inventory they have of this product.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the user could not read the negative pressure off the transducer. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.